Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to baseline. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.